Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: a review of the black box indicated multiple unexplained reboots had occurred. Investigation revealed that the battery compartment was cracked. The returned battery cap was undamaged and was able to secure to the pump and maintain an electrical connection. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The pump powered on normally and successfully completed ezprime steps. The pump was exercised for 24 hours with no power issues and no errors, alarms, or warnings occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.